Manufacturer narrative:
Concomitant medical products: product ID: w4tr02 crt-p, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was undergoing an unrelated surgical procedure, the right ventricular (rv) lead was damaged. High undefined impedance and intermittent capture were also noted on the rv lead. Diagnostic testing/troubleshooting was performed and the rv lead was reprogrammed off, capped and replaced. No patient complications have been reported as a result of this event.